Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to develop inflammatory lymph nodes in the lungs, cough, cancer. The reported event of cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil/riql finds no evidence of sound abatement foam degradation/breakdown in the returned unit. An internal visual inspection was completed by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed zero instances of errors on the device. The manufacturer concludes that there was no evidence of sound abatement foam degradation. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 has been updated.